Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, "cassette sensor defective." There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to verify the defective cassette sensor. It was determined that the bad latch lock sensor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.